Manufacturer narrative:
Device evaluation by manufacturer: the returned device is a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination multiple kinks along the shaft. Microscopic examination revealed no additional damages. Functional testing was performed, and the device was able to run without any issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis found damage that would have contributed to the reported event.

Event description:
It was reported the device was stuck on guidewire. The 50% stenosed target lesion was located to treat peripheral artery disease (pad). A 2.1 mm jetstream xc catheter was selected for an atherectomy procedure. During usage, device was kinked, and the device was stuck on guidewire which caused difficulty in removal. There were no patient complications, and the case was completed with a different device of the same model.

Event description:
It was reported the device was stuck on guidewire. The 50% stenosed target lesion was located to treat peripheral artery disease (pad). A 2.1 mm jetstream xc catheter was selected for an atherectomy procedure. During usage, device was kinked, and the device was stuck on guidewire which caused difficulty in removal. There were no patient complications, and the case was completed with a different device of the same model.